Event description:
It was reported, that the videoscope had an e238 error occur. The issue was found during set up. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, g6, h2, h3, h4, h6, h11 corrected fields: g4, h6(health effect - impact code) f2601 removed a review was done of the cleaning disinfection and sterilization (cds) processes, provided by the customer, where no obvious deviations from instructions for use (IFU) were identified. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: nozzle, plastic distal end cover, distal end has foreign objects. A root cause could not be identified based on the results of the investigation, as the reported failure was not confirmed. Additionally, the most probable cause of the additional malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.